Event description:
It has come to drs attention that some of the meditech r-ports had experienced catheter failures involving fractures including some complete separations at the hub and more frequently, beyond the hub approx 3 cm where the catheter entered the vein. There were a couple of ruptures from flushing occluded lines. The first of these that had come to drs attention were associated with falls or striking of the port, however, the presentation of defective central catheters became increasingly evident as dr's community population of port pts grew. As there are several radiologists that place and remove these for drs practice, it was not immediately apparent how many failures had occurred until the study. The present study provided demonstrates that 19 failures were documented over 657 ports. A 20th failure has appeared just recently in a meditech r-port placed in 2003 has a pinhole leak 2-3 cm from the hub. At the time this was discussed with the salesman (2003), there was a switch to the vaxel arm port. Doctors were told at that time that the preceding r-port product was discontinued. Note that several of these catheters had to be retrieved from the cava, atrium and in one or two instances, proximal pulmonary arteries. A chief surgeon at drs institution, who had an arm port fracture developed an arrhythmia where the catheter bundled in the right atrium was undiscovered for one week. This was retrieved without further incident. There were no serious consequences of any pt, otherwise. It is dr's opinion that this material from the meditech r-port is not safe for placement and, although failures were uncommon, migration and cardiopulmonary complications were real risk. The newer device and polyurethane material have been put in over 100 pts and have had no failures or complications related to device MFR or materials. Doctors recently received a shipment of the meditech r-ports. To drs suprise, having been given the impression that the product was discontinued in 2003. Doctors contacted sales force immediately, shared their experience with them and drs advice that the product be discontinued, given the availability of the newer and, dr believed, superior product (vaxel arm port). Dr will be retrieving whatever imaging records doctors have from some of the removed devices for pt. This may take one or two weeks. A copy of the report from 2003 is enclosed that revealed the failures and, on the last chart, a description of nature of some of the failures. It is drs opinion that the meditech r-port product should be withheld immediately, pending further review of the product.